Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected for any wear marks or assembly issues that could be associated with the reported condition. Further inspection disclosed that one of the cutter teeth (5th tooth on right side) had broken off. After removing the inner assembly with some difficulty, pronounced wear marks could be observed on the housing tip inner surface and radial area. Dents were observed on the housing window edges, which coincide with the cutter tooth that broke off. The inner cutter tip seemed slightly bent, as a result from hitting the outer housing window. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Probable root cause(s) for subject condition can be associated, but not limited to: components do not fit properly (alignment/gap between cutter and housing assembly), shaver blade comes in contact with a metal object (i.e. Scope) or bone and/or excessive force/torque applied by user (bending/prying). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, one of the teeth of the device chipped.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, one of the teeth of the device chipped.